Event description:
Was reported that as lvp 20d 2ss cv tubing leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch #: 20035937 it was reported that cytarabine was leaking out of spiros cap. Description of problem: while priming cytarabine, rn connected the spiros to the blue port and the chemo started dripping out of the spiros cap prior to priming the tubing. After attempting to fill the chamber, the chemo proceeded to continually drip out of the sprios. Affect on patient: unknown.

Manufacturer narrative:
It was reported that cytarabine was leaking out of spiros cap. Received from the customer is one used primary set model 2420-0007 lot 20035937. Attached to the set¿s drip chamber spike is a non-bd bag access device. Attached to the bag access device is a 250ml baxter bag (lot number: y338301, exp: oct21) of cytarabine in 5% dextrose. Attached to the set¿s male luer end is a spiros connector. The set and non-bd spiros connector were visually inspected for any cracks, kinks, or misassemblies. No anomalies were found with the received primary set. No anomalies were observed with the received sets during visual inspection. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set via gravity. A leak was observed at the connection between the male luer and the non-bd spiros connector. Closer inspection found that the connection was between the male luer and spiros connector was loose. The spiros was properly reconnected to the set and no leaks were observed after. The set was loaded into a lab pump module for an infusion test. The primary infusion was programmed at a rate of 125ml/h and 125 ml vtbi. The infusions completed successfully with no alarms and no leaks throughout the set. The set was then pressure tested while submerged underwater (per dir # 10000339917 ¿ IV disposable leak test tp cad). Air pressure was incrementally increased from 5 psi to 30 psi. There were no signs of leaking anywhere on the returned set while the tubing was manipulated at each engagement. Equipment used for testing performed on 02sep2020: ¿ 8015 alaris pcu 1.5 #1 eq08330 4-aug-21 ¿ 8100 alaris system lvp #3 eq08470 5-jun-21 ¿ air pressure regulator with pressure gauge #2 eq00138 calibration due 02oct2020. A device history record for model 2420-0007 with lot number 20035937 was performed. The search showed that a total of 34,563 units in 1 lot number were built on 12mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of leaking out of spiros cap was confirmed as received. Functional testing found a leak at the connection between the spiros connector and the set¿s male luer. Closer inspection found a loose connection between the spiros connector and male luer. After tightening the connection no leaks were observed throughout the set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch #: 20035937. It was reported that cytarabine was leaking out of spiros cap. Description of problem: while priming cytarabine, rn connected the spiros to the blue port and the chemo started dripping out of the spiros cap prior to priming the tubing. After attempting to fill the chamber, the chemo proceeded to continually drip out of the sprios. Affect on patient: unknown.